Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event symptom of no video image displayed on the monitor was cause due to component failure of the universal cable. The event the outer cover had malfunction was cause due to component failure of the outer cover. The event universal cable interior had corroded was cause due to component failure of the universal cable. The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an image malfunction, with the detail that no video image was displayed on the monitor during setup/inspection for use. There were no reports of patient harm.